Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation procedure to treat atrial fibrillation, the sheath was inserted into the body and air was checked. It was noticed to have been aspirated more than usual, and air was noted on the shaft part of the sheath, possibly from the valve and the catheter has yet to be inserted into the body. The sheath was replaced. A new sheath was also used; however, air ingress was also noticed on the second sheath at the end of the procedure, during removal of device after intended treatment was completed. There were no patient complications. The device is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted the shaft to be kinked. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation procedure to treat atrial fibrillation, the sheath was inserted into the body and air was checked. It was noticed to have been aspirated more than usual, and air was noted on the shaft part of the sheath, possibly from the valve and the catheter has yet to be inserted into the body. The sheath was replaced. A new sheath was also used; however, air ingress was also noticed on the second sheath at the end of the procedure, during removal of device after intended treatment was completed. There were no patient complications. The device was received for analysis.